Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) did not achieve adequate vessel sealing. Manual compression at the puncture site was required for approximately 15 minutes. There was no reported patient injury. The patient underwent a hepatic chemoembolization procedure via right common femoral access, and the device was used at the end of the procedure according to the recommended technique, with no evidence of hematoma, ecchymosis, or bleeding observed at the end of compression. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review of lot f2516907 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ could not be observed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Failing to achieve hemostasis immediately after vascular closure of an artery is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and the proper placement of the sealant at the arteriotomy. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported inability to achieve hemostasis. However, patient factors, pharmacological factors, and/or handling factors of the device are likely. Per the mynx control instructions for use (IFU), which is not intended as a mitigation, step 3: remove device states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) did not achieve adequate vessel sealing. Manual compression at the puncture site was required for approximately 15 minutes. There was no reported patient injury. The patient underwent a hepatic chemoembolization procedure via right common femoral access, and the device was used at the end of the procedure according to the recommended technique, with no evidence of hematoma, ecchymosis, or bleeding observed at the end of compression. The device will be returned for evaluation.